Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately recorded two signal artifact monitoring (sam) episodes. It was determined that this was due to the right atrial (ra) lead experiencing fracture and exhibiting noise, oversensing and high out of range pacing impedance measurements. It was decided to turn off the ra therapy and determine a plan for the lead in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately recorded two signal artifact monitoring (sam) episodes. It was determined that this was due to the right atrial (ra) lead experiencing fracture and exhibiting noise, oversensing and high out of range pacing impedance measurements. It was decided to turn off the ra therapy and determine a plan for the lead in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.